Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep responded via email updating the the patients name and date of birth, as well as updating lead serial numbers and status.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: lead; product ID: neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was rep. Said they had some inter-op impedance issues with a paddle lead and battery. Manufacturer representative (rep) said they used the battery and got do not use electrodes on the left side, so they wiped the contacts off and reinserted into the connector block, but got the same results. Rep. Said they switched channels in connector block and impedances followed from 0-7 to 8-15, so impedances followed lead tail. Rep switched lead out for another lead, but still was getting impedances. Rep. Said with the new lead, they had do not use and yellow all on the left side. Rep. Used wens on call and found 2 do not use contacts at 40,000 on the distal part of the lead with reference electrode 0. Rep. Said the only contacts that were not do not use were 2-4 on left side. 2 was at 31, 000, 3 was at 18,880, and 4 was at 16,620. Contact 8 was at 40,000. Another contact on right was at 33,000. Rep. Switched refence electrode to 4, but found 0-2 at 17,000 and 5-7 at 40,000. Contact 8 was at 40,000 and contact 11 was at 9900. Rep. Said on the right side 2 contacts were do not use and 3 were avoid. Suggested the anatomical location may be causing issues and rep. Suggested to hcp moving the lead and hcp declined option and said there was a lot of scar tissue from a revision and lead could not be moved. Provided options to rep, and hcp.